Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing noise. On (B)(6) 2019, the patient presented in clinic and the lead was reprogrammed. Later, the lead was explanted and replaced successfully. The patient was stable.

Event description:
Correction: the patient's right ventricular lead was not explanted and remains active. The patient did not experience any adverse events as a result of the right ventricular lead. New information received on (B)(4) 2019 indicates that the patient's implantable cardioverter defibrillator was removed and replaced due to the right ventricular channel noise and due to decreasing high voltage lead impedance and right atrial channel impedance. A header anomaly was suspected. The patient was stable throughout. Related manufacturer reference number: 2017865-2019-06188.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on (B)(4) 2019 indicates that the patient's right ventricular lead possibly exhibited continuing electrical issues. The possibility of a lead revision was discussed.

Event description:
New information received on (B)(4) 2019 indicates that the patient¿s right ventricular lead and implantable cardioverter defibrillator were removed and replaced on (B)(6) 2019 due to continuing episodes of noise. Related manufacturer reference number: 2017865-2019-12241.

Manufacturer narrative:
As received, a partial lead was returned in two pieces measuring 13.5cm and 45.0cm respectively. Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during procedure.